Event description:
It was reported that a patient using iLet with a Dexcom G7 continuous glucose monitor (CGM) experienced a pairing failure with the replacement sensor due to an incomplete pairing code entry, during which time a fingerstick value was entered for BG Run Mode. Symptoms included a hyperglycemic peak of 273 mg/dL via fingerstick and associated nausea. Outcomes included a delay to therapy due to the absence of timely CGM data. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a usage problem involving an improper or incorrect procedure, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.